Manufacturer narrative:
This rv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
During device check after implant procedure, it was noted that the right ventricular lead had dislodged. Threshold was 1.6v, sensing was 5mv. Revision procedure was performed and the lead was removed from the pg and a dextrus lead was implanted after re-puncture. No issue were found on the measurement data. Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead dislodged. The threshold was 1.6 volts and sensing was 5 mv. The decision was made to explant and replace this rv lead. All measurements were normal. There were no adverse patient effects reported.